Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 18815. Expiration date - the correct expiration date is 05/31/2017.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed standard sterrad® nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. (B)(4) related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00336 and 2084725-2016-00337.

Manufacturer narrative:
Asp investigation summary: the investigation included device history record (DHR), trending of lot number and system risk analysis (sra). Per the supplier, there were no anomalies were observed during DHR review that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 11/19/2015 to 05/17/2016 and trending was not exceeded. The sra was reviewed for the issue of ¿color - chemical indicator¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. The cause of the issue can be attributed to be load-related as the customer was utilizing paper sheets in the load which is against IFU. The customer was educated of this information and the issue was resolved. The issue will continue to be tracked and trended.